Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer's parent called and reported the insulin pump alarmed with compromised force sensor system during an attempt to change infusion set and site. Customer's blood glucose was over 600 mg/dl, which, it was stated, would be treated with a syringe and insulin. It was stated that insulin was squirting out during manual priming process, insulin continued to drip after motor would stop, and customer was unable to exit the preparing to prime loop. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was protruded. Customer had not pressed the cap while connected it was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.